Manufacturer narrative:
D10: concomitant devices: (4241675) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, (4243113) 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 83 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain and suffering, physical injury and bodily impairment, mental anguish and emotional distress, and physical limitations. No further issues or complications were reported. No additional information is available.